Event description:
It was reported that the customer went to the emergency room with an unknown low blood glucose level. The customer alleged that the pump did not accurately adjust the amount of insulin delivered. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.